Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an axiem cranial resection. It was reported that intra-operatively the surgeon alleged that the navigation was inaccurate by two millimeters deep but only when further into the anatomy. The surgeon reported that the navigation was accurate at the skin surface. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay. Technical services (ts) reviewed the patient archive and found that the registration pattern showed a large coverage area, more towards the left ear than the right. Large gap areas were noted as well.